Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, lot# serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative. The patient was receiving morphine (at a concentration of 15 mg/ml with an unknown daily dose) and clonidine (at a concentration of 350 mcg/ml with an unknown daily dose) via an implantable pump for non-malignant pain. It was reported that the patient¿s pump had reached the end of service (eos) date on (B)(6) 2017 and that the eos alarm was missed. The patient was given oral pain medications. The patient experienced withdrawal symptoms. The pump was replaced on (B)(6) 2017.